Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could reproduce the reported phenomenon that the endoscopic image was disappeared. As a result of the investigation, omsc surmised that ccd or electrical cable inside the insert section was failed due to electrical load apply. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject urf-v was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject urf-v to identify the root cause of this failure phenomenon upon receipt of it. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure, the endoscopic image disappeared. The user replaced the subject urf-v with a similar device and completed the procedure. There were no reports of patient injuries related to this incident.